Event description:
It was reported that the device display reads -1019. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. The enclosure and line cord were damaged and the device had old style printed circuit board (pcb) and drain fitting. The reported problem was duplicated, the pcb was faulty. The root cause could not be determined. The device was deemed to be beyond economical repair. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).